Event description:
While monitoring cvvh machine, nurse noted large clot break off venous chamber and migrate towards pt. Cvvh machine stopped and clot flushed from line. When dialysis nurse inspected set, he noted the filter in the venous chamber had broken off and migrated to the top of the chamber.